Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The customer ran special method testing (smts) on server 2 and stated that the reagent 4 probe requires a bottom of cuvette (boc) alignment. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the aliquot probe and reagent probe 4. A siemens headquarter support center (hsc) reviewed the instrument data. All three replicates processed from the instrument had acceptable result monitor reads, which indicated adequate particle/buffer delivery and lack of non-specific binding. These three replicates were performed by using the same reagent flex and well, which indicated that the reagent material was not compromised. The instrument error logs showed approximately 20 aliquot probe related errors primarily related to insufficient sample in tube (low fill) and bad sample detect (false transition), however none of the errors corresponded to the aspiration of the sample and also, there was adequate time between creation of the sample aliquot and the preceding specimen. The cause of the discordant, falsely depressed vanc result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained upon repeat testing on a patient sample on a dimension vista 1500 instrument (serial number (B)(4)). The discordant result was not reported to the physician(s). The sample was originally tested on the same instrument, resulting higher. The sample was repeated on the same dimension vista instrument and on an alternate dimension vista instrument (serial number (B)(4)) resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.